Manufacturer narrative:
The field service engineer evaluated the pb980 ventilator. The ventilator was put in ventilation mode on a test lung with no occlusion alarm. The customer reported that they did not think the exhalation filter had been changed. The device performed as intended when an occlusion occurs. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had an occlusion, went into a safety valve open state and stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Although the ventilator performed as intended when an occlusion occurs, this report is being conservatively filed due to loss of ventilation while in use on a patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.